Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion is located in the moderately tortuous and severely calcified right coronary artery. Following predilatation with an emerge balloon catheter using an encore 26 inflation device, a 3.50x16mm promus element plus drug eluting stent was advanced but failed to cross the lesion. After several attempts of advancing the device towards the lesion, the mid part of the stent got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. A severe kink was present in the midshaft at 10cm proximal to the port. An examination of the crimped stent found that the stent struts in the mid-body of the stent were stretched and raised. . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion is located in the moderately tortuous and severely calcified right coronary artery. Following predilatation with an emerge balloon catheter using an encore 26 inflation device, a 3.50x16mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. After several attempts of advancing the device towards the lesion, the mid part of the stent got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.